Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as touch contamination. The patient was hospitalized for the peritonitis event and an unrelated medical condition. On an unreported date, the patient was treated for peritonitis with unspecified intraperitoneal antibiotics (dose, frequency and duration not reported). Intraperitoneal antibiotics were discontinued and the patient began treatment with unspecified oral antibiotics (dose, frequency and duration not reported). At the time of this report, oral antibiotic therapy was ongoing and the patient was recovering from the peritonitis event. The patient peritoneal dialysis catheter was removed and dianeal therapies were discontinued. At the time of this report, that patient was not undergoing any type of dialysis therapy. It was not reported if the patient was retrained on aseptic technique. No additional information is available.